Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Medtronic representative reported that the customer is getting a blank display on their insulin pump. Customer was trying to check the time on the device and realized the screen was blank. Customer's blood glucose level was 7.0 mmol/l. Troubleshooting for the blank display was performed. Customer advised the device was exposed to water and they see fluid under the lcd display. Customer accidentally went swimming with the device on them. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at the display window corners and had a crack on the back of the case. The pump was also received with a cracked case on the back at the battery tube area, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and cracked keypad overlay.